Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's joint was found cracked when the package was disassembled. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was noticed the proximal end is split. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.